Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm force bipolar instrument had a broken cable. The instrument looked too big for the cannula. The site replaced the instrument to resolve. It is unknown if a fragment fell into the patient and if any post-operative test(s) to look for fragments in the patient were performed. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.60mm. The grips were not found to be cracked. Common causes of the failure mode bent instrument grips-tips are attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
Refer to h11 for follow-up information.